Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the lead body found no anomalies. However, tissue and blood were found to be coagulated in the electrode tip. Analysis did confirm that the lumen of the lead was coagulated causing the insertion of the stylet to be difficult to re-implant. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and lead body and found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed due to the dislodgment of this atrial (ra) lead. An attempt to reposition the lead was unsuccessful. This lead was removed and replaced. No adverse patient effects reported.